Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The ventilator had failed the leak test from the general checkout procedure. Bench testing revealed that a component on the motor board had malfunctioned. The motor board was replaced to correct the reported problem.

Event description:
It was reported that the ventilator would not pass the leak test. The ventilator was not connected to a patient when the reported problem occurred.